Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (lot: unknown); implant date n/a; explant date n/a product ID unk-nv-solitaire (lot: unknown); implant date n/a; explant date n/a product ID unk-nv-solitaire (unknown); implant date n/a; explant date n/a citation: ortiz-giraldo, a. F., vera, d. D., catalá, a. J., correa-ruiz, p., flores-sandoval, o. E., rodriguez-gelves, a., lara, j. J., serrano-gómez, s., reyes, a., ferreira-prada, c., galvis-méndez, m., varga. Angiographic outcomes of embolization in patients with intracranial aneurysms with coil- assisted laser cut stent versus braided stents. Interventional neuroradiology: journal of pe ritherapeutic n 31(4):482-488 2025. Doi:10.1177/15910199231174576. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found a report of ruptured right internal carotid artery resulting in death, thromboembolic complications, periprocedural bleeding complications, hemorrhagic complications, and acute thrombosis of the middle cerebral artery in association with solitaire embolization for aneurysm treatment. The time frame of this study was from january 2014 to december 2021. The purpose of this article was to present the results of a retrospective cohort comparing the effectiveness, morbidity, and mortality of ia treatment with laser-cut stent-assisted coils versus braided stents. The authors reviewed 138 cases of patients treated for unruptured intracranial aneurysms using coil-assisted laser-cut stents (solitaire was used in 50 patients) or braided stents. Of the 138 patients, the average age was 62 years, 110 were female and 28 were male. The article states the laser-cut stent group (solitaire) used in-stent angioplasty in 6 patients. In addition, at the 12 month follow up occlusion rates were as follows: raymond roy I in 69 patients, raymond roy ii in 10 patients, raymond roy iiia in 1 patient and raymond roy iiib in 1 patient. Mrs scores were 0-2 in 77 patients, 3-5 in 4 patients, 6 in 1 patient, and n/a in 9 patients. The following intra- or post-procedural outcomes were noted: ruptured right internal carotid artery related to opening of the stent. This patient underwent surgical repair of the artery and decompressive craniectomy. After a 1-month hospital stay, the patient presented with refractory neurogenic shock with multiple organ dysfunction and subsequent death. Thromboembolic complications in 3 patients one patient required tirofiban one patient developed an occlusion of the left pericallosal artery secondary to stent thrombosis and did not require treatment one patient developed slight motor deficit of the left upper limb and was given tirofiban for resolution periprocedural bleeding complications in 9 patients hematoma at the puncture site in 5 patients one of which had a retroperitoneal hematoma pseudoaneurysm at the puncture site that required endovascular stenting moderate bleeding secondary to removal of the central venous catheter rupture of aneurysm dome controlled with coil embolization without complications neurological deterioration with aphasia and right hemiplegia 1 day post operative that was diagnosed with intraparenchymal hemorrhage with mass effect and subfalcine herniation for which a surgical drain was placed most likely related to antiplatelet therapy hemorrhagic complications at 12 month follow up in 1 patient spontaneous ecchymoses probably related to hyperresponse to clopidogrel, for which the drug dose as adjusted with the subsequent disappearance of symptoms. Acute thrombosis of the temporal branch of the middle cerebral artery secondary to post subarachnoid hemorrhage spasm, requiring mechanical thrombectomy with aspiration and chemical thrombolysis with tirofiban with improvement for a tici iii result and subsequent recovery of the patient.